Event description:
It was reported that during the implant procedure the lead had erosion of the insulation. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation abrasion (breached); the lead appeared to have been twisted at the area of the breached insulation; the full lead was returned for analysis. It was observed the outer insulation was breached cut, there was a depression in the outer insulation, the helix was distorted/bent, and there was blood/body fluid present on the proximal conductor and in/on the helix mechanism.